Event description:
It was reported that there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Two programmers and two wands were used however, it was still unsuccessful. It was noted that the battery is at fifty percent. Technical services discussed the magnet process. At this time, the device remains in service. No adverse patient effects were reported.